Event description:
The customer reported a problem with a blade. When additional information was required it was informed that there was patient impact because the patient required stitches because the blade was dull. The patient is doing well and the only special care she will require is to return to the doctor's office in three months to get the sutures removed.

Manufacturer narrative:
.